Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-02175. It was reported the lead ((B)(6)) was not fully inserted in to the ipg header. System diagnostics revealed high impedances. As a result surgical intervention was undertaken on (B)(6) 2017 wherein the lead was reinserted into the ipg header. System diagnostics exhibited normal impedances postoperatively. Reportedly, issue resolved postoperatively.